Event description:
Revision surgery - due to a loose stem and the liner being worn out; the surgeon removed the stem, liner, cup and head.

Manufacturer narrative:
The reason for this revision surgery was the result of a loose stem and a worn out liner. The length of time in-vivo is unknown since the original surgery date reported as (B)(6) 1995 could not be confirmed or determined. The length of time in-vivo is believed to be approximately 20 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since the available lot/part numbers could not be confirmed and others were not provided or established from the original surgery. Multiple searches of the patient database could not confirm a part/lot number the root cause for the loose stem and worn out liner was not reported. This event is deemed to be non-product related and is attributable to length of patient service and wear over an extended period of time. No other conditions relating to this event could be determined with confidence.